Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal clonidine 1147.5 mcg/ml at 349.9 mcg/day and fentanyl 5167.5 mcg/ml at 1575.6 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a motor stall occurred. Logs showed messages ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set.¿ the patient was being treated for withdrawal with oral medications. The manufacturing representative had no [additional] information on the patient¿s symptoms. The pump had 15 months remaining until elective replacement indicator (eri). The manufacturing representative did not have information on environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated by the hcp. They performed a refill and updated the pump hoping that this would fix the motor stall. The pump remained stalled. Surgical intervention was planned; it had not yet occurred or been scheduled. The issue was not resolved. However, it was noted that the patient¿s status was alive ¿ no injury. The patient¿s medical history was unknown. The patient¿s weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from a manufacturer's representative (rep). It was reported that the patient had their pump replaced on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-jun-09. It was indicated that the representative did not have information regarding when the patient first started experiencing the motor stall. It was reported that the cause of the motor stall was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump went out all of a sudden over a holiday and that they were without any help. The patient reported being in the ER and that they put new medication in the pump and could not get the pump started 4-5 times. There were no further complications reported.